Event description:
Customer reportedly received result of 17.0 mmol/l on the advantage plus system and 7.9 mmol/l on professional device within 10 mins. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B) (6).